Event description:
A cellex instrument collection pump tubing leakage was discovered during the ecp treatment. There was a 274 ml estimated blood loss to the pt. There were no adverse effects observed to the to pt.